Event description:
It was reported a patient initially implanted with a 25mm 3300tfx aortic valve for 4 years 4 months, underwent a valve in valve procedure due to severe aortic stenosis and mild to moderate aortic regurgitation, eccentric leak. A 26mm 9750tfx replacement valve was implanted in the patient. The patient is reported to be doing well and was discharged pod #1 in stable condition.

Manufacturer narrative:
Updated: a4, b4, b5, b7, g4, h6, h10.

Manufacturer narrative:
H10: updated a4, b5, b7, method codes; additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The root cause of this event remains indeterminable. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. H11: corrected g1; corrected the reporting contact last name.

Event description:
Through medical records it was found the 25mm aortic valve implanted for 4 years 4 months, underwent a valve in valve procedure due to severe aortic stenosis and regurgitation. After the replacement procedure the patient was reported to be doing well and was discharged pod #1 in stable condition.

Manufacturer narrative:
UDI number: (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with a 25mm aortic valve for 4 years 4 months, underwent a valve in valve procedure due to stenosis and regurgitation. A 25mm  replacement valve was implanted in the patient. The patient is reported to be doing well.